Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator was part of a system revision due to infection, sepsis and pocket infection. Surgical intervention was needed to resolve the issue and the product was explanted. A new defibrillator was implanted; all implanted patient leads were retained. There were no additional adverse patient effects reported.